Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have received a no delivery alarm and was not able to clear. Customer removed battery and received a failed battery test alarm. Customer's blood glucose was 486 mg/dl which was treated with manual injection. After troubleshooting, customer was able to clear alarm. Customer was also able to resolve no delivery alarm with a complete set change. Customer was advised that battery cap would be replaced as a courtesy and sample infusion sets would be sent.